Event description:
Surgeon using sponge for tonsil surgery and tail on sponge came off during packing. No sponge retained, however this could have been a problem when the physician went to remove and not able to due to the tail missing.